Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that the icm was protruding under their skin and so the patient removed the device and disposed of it themselves. No patient complications have been reported as a result of this event.